Event description:
The customer alleged questionable results for bun tests. Results for only 1 patient sample were provided; these results were discrepant. The customer stated that the initial bun result was 184 mg/dl on the cobas 6000 c501 module; the test was repeated on the same c501 with a result of 177 mg/dl. The test was repeated on a different c501 module with a result of 122 mg/dl. This sample was reanalyzed on the original c501 after service was performed by the field service representative. The bun result at that time was 120 mg/dl. The customer stated that the erroneous result was not reported outside the laboratory and that the patient was not affected. The customer stated that he could not provide any information regarding the patient's current condition. The urea/bun reagent lot number was 62113401. The field service representative was able to reproduce the customer's observation. The field service representative determined that the issue was caused by a fluidics failure due to a damaged reagent probe. He checked the rinse mechanism tubing and confirmed proper rinse/wash/cell blank volumes and proper evacuation. He checked the ultrasonic mixer function and noticed large foam on the reaction mixtures being passed by the photometer. He replaced a reagent probe and the sample probes and observed proper analyzer function during a precision check. The customer ran complete system quality controls with all controls in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.